Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that patient presented in clinic experiencing minor palpitations. Upon device interrogation, the right atrial lead exhibited intermittent under sensing and high capture thresholds. The lead was explanted and replaced successfully. The patient was stable before, during and post-surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.